Manufacturer narrative:
Additional information: issue discovered during testing. No patient involvement. Section b5 updated.

Event description:
Additional information: issue discovered during testing. No patient involvement.

Manufacturer narrative:
One level 1 hotline low flow system was received with normal wear and tear on the device. The reservoir was filled with water, a temperature check was attached, the line cord was plugged in and the device was turned on to perform a safety/electrical test. The reported issue was able to be confirmed. The printed circuit board (pcb) was faulty and will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system would not calibrate above 37 degrees. There was no reported adverse event.